Event description:
It was reported that the patient with this right ventricular (rv) lead experienced pectoral stimulation above 3.5 volts at 0.4 milliseconds on either lead (right atrial and right ventricular lead) and no capture at maximum output in unipolar configuration. Stimulation observed during magnetic resonance imaging (MRI) but not present at normal programming, therefore, no planned interventions. This lead remains in service and no additional adverse patient effects were reported.

Event description:
It was reported that the patient with this right ventricular (rv) lead experienced pectoral stimulation above 3.5 volts at 0.4 milliseconds on either lead (right atrial and right ventricular lead) and no capture at maximum output in unipolar configuration. Stimulation observed during magnetic resonance imaging (MRI) but not present at normal programming, therefore, no planned interventions. This lead remains in service and no additional adverse patient effects were reported. Additional information confirmed this rv lead was explanted due to fracture and was replaced with a non bcs leadless pacemaker. This product has been returned for analysis and no additional adverse patient effects were reported. Additional information indicated that, prior to this rv lead being explanted, it had exhibited pacing impedances out of range, with measurements greater than 3000 ohms, which triggered a lead safety switch from bipolar to unipolar. The patient had already been scheduled for a lead revision, and the explant was subsequently performed as previously documented.

Event description:
It was reported that the patient with this right ventricular (rv) lead experienced pectoral stimulation above 3.5 volts at 0.4 milliseconds on either lead (right atrial and right ventricular lead) and no capture at maximum output in unipolar configuration. Stimulation observed during magnetic resonance imaging (MRI) but not present at normal programming, therefore, no planned interventions. This lead remains in service and no additional adverse patient effects were reported. Additional information confirmed this rv lead was explanted due to fracture and was replaced with a non bcs leadless pacemaker. This product has not been returned for analysis and no additional adverse patient effects were reported.